Event description:
It was reported that when the device was used during a gastric bypass, the jaws of the device broke down while applying a clip during the procedure. The surgeon oversewed to complete the case. There was no further consequence to the patient.